Manufacturer narrative:
Upon further investigation this event is deemed not reportable as the customer confirmed they deviated from the package insert by reading the 2nd result observed hours after closing the test card, and therefore the result is not valid and no product deficiency has been identified. Please note, according to the package insert, "read result in the window 15 minutes after closing the card. In order to ensure proper test performance, it is important to read the result promptly at 15 minutes, and not before. Results should not be read after 30 minutes." Retain test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing confirmed the lot met the required release specifications.

Manufacturer narrative:
A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 131350 showed that the complaint rate (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 131350 showed that the complaint rate is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a total of three (3) conflicting results with the binaxnow covid-19 ag assay using direct tested nasal kitted swab. The customer reported they had checked the card at fifteen (15) minutes and the results were found to be negative. The customer stated that when they checked the card about two and a half hours later, a faint positive line was present. The other two results were negative at 15mins and by the end of the day were a very faint positive. Repeat testing was not performed. Additional/confirmation testing information was not provided. No patient information, including symptoms, treatment, and outcome, were not provided. Identifying demographics or additional information regarding these events were not provided. Results are for the identification of sars-cov-2 nucleocapsid protein antigen. Antigen is generally detectable in anterior nasal (nares) swabs during the acute phase of infection. Positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Unexplained conflicting results shall be reported as it is unknown which result is correct.